Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted multiple call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #2: date of submission 03/14/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigated by product analysis on 02/25/2017 with the following findings: review of the black box data and alarm history revealed multiple cs052 alarms recorded on (B)(6) 2016. The pump was powered on and exercised for 24 hours without duplication of the cs 052 alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.